Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem clinical support educated the customer to always use room temperature insulin. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.